Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced increasing fatigue and exertional shortness of breath. The lead was explanted and replaced.

Event description:
It was reported that prior to a device changeout for normal battery depletion, the lv (left ventricular) lead impedances were checked and found to be within range. At some point during the procedure, lv lead impedances could not be obtained via the analyzer, and the lv lead insulation was apparently damaged during the procedure, with damage visually observed in the pocket area. The lead was capped, pending a future evaluation of the patient's need for lv pacing. No patient complications have been reported as a result of this event.